Event description:
Foreign body retrieval of port line that fractured and migrated into right ventricle. The tubing and port were retrieved on (B) (6) 2010. Port was placed in a surgery center in 2007.